Event description:
Information was received from a patient regarding an implantable neurostimulator. The reason for call was patient reported that their stimulation was not working. Patient stated that once in a while they would get a little spark of tingling, but that was it and not like it ever was before. Patient also stated that when they sat down they didn't have any stimulation. Patient said that the issue started within the last week. Patient unlocked the controller, agent walked patient through adjusting stimulation and patient confirmed they were able to feel stimulation in their left leg. The troubleshooting steps that were taken on the call resolved the issue.

Manufacturer narrative:
B3: date is approximate. Month and year are confirmed valid. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.